Event description:
It was reported that the patient presented for initial placement of an aveir vr leadless pacemaker (lp) system for intermittent complete heart block. During the procedure, it was noted that there was difficulty in manipulating the catheter to put the device in a suitable location. While in tether mode, it was observed that while capture was somewhat variable due to fusion. Diminished sensing amplitudes were also noted, along with diminished impedance. The release of the device was difficult. Upon fixation, the device was then noted to have intermittent rotation of the chevron indicated inadequate fixation as confirmed by fluoroscopy. The procedure was completed using an alternate lp on (B)(6) 2024. The patient was stable throughout the procedure.